Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler on multiple occasions to get additional information, with no response as of the date of this report. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that she was not able to empty her breasts with the pump in style breast pump. She alleged that the pump has good suction and when she turns the pump up, the suction gets stronger, but it hurts and she cannot achieve a letdown; which is causing her to get less milk and unable to empty her breasts. The customer further alleged that she is currently on antibiotics for mastitis.

Manufacturer narrative:
The customer was contacted by a complaint handler to get additional information, including in writing, with no response as of the date of this report. The device was returned with the customer's parts and accessories and was evaluated on 07/23/2018. The device passed suction and cycle specifications. Refer to attached evaluation. The customer's report of low suction could not be confirmed. [(B)(4)].